Manufacturer narrative:
(B)(4). The product has been received by zimmerbiomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the cr impactor pad broke in wash. No patient involvement. Attempts to obtain additional information have been made; however, no more is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: b4, b5, g3, g6, h1, h2, h3, h6, h10. Visual inspection of the returned device confirms that the device is fractured and not all fractured pieces were returned. The device exhibits signs of usage. The sem report and the analysis determined that the fracture in the impactor pad is consistent with overload fracture. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were not provided. This complaint is confirmed. Root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.